Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 340 mg/dl and 82 mg/dl. Customer had slight symptoms of low blood sugar with readings. Self treated low blood sugar symptoms. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.